Event description:
Patient was implanted with ti matrixrib im splint. On (B)(6) /2010 for rib fracture. A post operative x-ray on an unspecified date revealed the implanted splint was broken. The hardware remains implanted. The patient was asymptomatic.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received